Manufacturer narrative:
Date of event is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. The complaint is unconfirmed as no photo / samples of the reported batch were received. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the photo / sample is returned.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ 8mm x 31g needle the medication couldn't be expelled. There was no report of patient impact. The following information was provided by the initial reporter: the customer stated that insulin didn't come out of cannula even though the insulin pen was properly inserted into the pen needle.